Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) and right ventricular (rv) leads exhibited high impedances of an unspecified nature. It was also noted that the leads were broken. The device was subsequently replaced along side the leads due to a depleted battery. No additional adverse patient effects were reported. This device is no longer in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and unknown leads exhibited high impedances of an unspecified nature. It was also noted that the leads were not functional prior to revision. The device was subsequently replaced along side the leads due to a depleted battery. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.